Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the unit . The fse connected the simulator iabp trainer to the test machine and pressed zero on the machine. Test the machine by pressing zero. Test the overall function normally, ready for use.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) zero can not be pressed. There were no injuries or deaths reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) zero can not be pressed. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.